Event description:
It has been reported that the hypotube broke during the procedure. The physician inserted the device into the pt's saphenous vein graft to the right coronary artery and inflated to the occlusion balloon to 4.5mm to occlude to the vessel. The physician inserted a stent and aspirated the dedris and then deflated the balloon. The physician repositioned the balloon in same area and performed an angioplasty. The physician placed a stent and aspirated the area. The physician then deflated the occlusion balloon and repositioned in graft. The physician inflated the occlusion balloon and stented the vessel. The physician aspirated the debris. The physician deflated the occlusion balloon and upon removal of the aspiration catheter the hypotube fractured. The physician was able to remove the broken hypotube without surgical intervention. The physician used a second occlusion balloon to complete the case. Pt is reported to be fine.